Event description:
My daughter has a pediacraft enclosed canopy bed. One of the seams came undone and my daughter fell through the hole and it was caught around her neck. The only thing that kept her from suffocating is she is tall and could reach the floor to hold herself up. My daughter is disabled and cannot talk, yell or scream. I got my daughter out of the bed and she is doing ok. The next day I called the company and reported the problem. The lady told me that they knew they had a problem with the seams. They told me they would send a new cover for the bed and to send the old one back, so that they can look at it. They also told me not to tell the FDA that they would report it. I wanted to let you know because if my daughter would have been shorter she might be dead now. Dates of use: 2006 -2007. Diagnosis or reason for use: seizures.